Event description:
It was reported that the surgeon was unable to pull the lead introducer during implantation. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: changed initial reporter, operator code, patient outcome, and patient death. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned for analysis. Further testing revealed that the proximal conductor was distorted and the lead was damaged at implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku